Event description:
It was reported that it was not possible to move the shaver blade forwards or backwards. Switching the device on and off, changing the blade and changing the shaver handpiece, did not bring any improvement. After restart, 3 different error messages were displayed. The device didn't turn on again. Surgery was cancelled. A new surgery will not be scheduled initially.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: shaver blade unable to move forward or backward probable root cause: deformed cutter teeth. Incorrect gap between cutter housing no minimal clearance between cutter and housing . Excessive runout . Excessive wear gall. Incorrect diamond grit size type and coating process. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that it was not possible to move the shaver blade forwards or backwards. Switching the device on and off, changing the blade and changing the shaver handpiece, did not bring any improvement. After restart, 3 different error messages were displayed. The device didn't turn on again. Surgery was cancelled. A new surgery will not be scheduled initially.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.